Event description:
It was reported that the balloon catheter would not inflate or deflate properly. Reportedly, there was no patient injury. This malfunction MDR is being filed based on the returned product evaluation in which the balloon would not deflate.